Event description:
The customer states that one patient sample generated a false non-reactive result with the axsym core assay. The patient sample generated initial s/co results of 0.9 (reactive) and 1.15 (non-reactive). The sample was then recentrifuged and generated a result of 0.998 (reactive). The customer then replaced the axsym analyzer's sample probe and retested the sample and generated a result of 0.892 s/co (reactive). The remainder of (B)(6) on this patient were non-reactive. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other: an investigation is in process.